Event description:
It was reported that when using the bd pyxis¿ medbank tower had a drawer failed to open to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist applied the knowledge article medbank 1.7 - pi 55845/bug 55933 - transaction doesn't proceed after hitting "issue items now" due to "false" exit prior to attempted transaction and resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the issue.